Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl. The customer reported other symptoms. Troubleshooting was performed. It was found that the customer has treated the high blood glucose event with the manual injection. Customer alleged the pump was underdelivering and getting insulin flow block alarm. The customer was using the insulin pump within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test. Basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. No pump errors, insulin flow blocked alarms, or anomalies noted during testing. The pump history confirms the administered bolus in the displacement test and displacement accuracy test is the same as the bolus programmed. Successfully downloaded history files and traces using thump. No pump error or insulin flow blocked alarms were found in the history files on or near the event date. The bolus amount programmed on 06-jan-2024 matches the bolus amount delivered at 10:04:40.000 with 1.4u, 10:18:58.000 with 0.5u, 11:31:08.000 with 2.4u, 12:12:56.000 with 0.5u, 14:21:12.000 with 0.5u. 14:51:00.000 with 0.4u, 15:05:42.000 with 0.7u, 16:50:12.00 with 2.0u, 17:23:20.000 with 0.7u, 18:04:58.000 with 1.2u, 18:54:38.000 with 2.0u, 20:16:36.000 with 0.5u, 21:33:18.000 with 2.0u, 22:16:06.000 with 0.6u, 22:51:48.000 with 1.9u, and 23:52:14.000 with 0.4u. The total bolus delivered on 06-jan-2024 is 18.3u. The pump was cut open and found pcba 1 and pcba 2. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, cracked case (battery tube). No pump alarms, insulin flow blocked alarms, or anomalies were noted during analysis. No device problems were found during analysis. Pump passed full drive test. No pump errors or insulin flow blocked alarms were noted in the pump download history. Bolus delivery and bolus programmed matched during testing and in the history files. Unable to confirm high bgs. Exposed to moisture damage confirmed on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.